Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. There was an incident of refractive surprise as well as lens dislocation/subluxation, and blurred vision. The lens was repositioned and remains implanted.

Manufacturer narrative:
This device is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. Explant date: n/a. (B)(4). Device evaluated by the manufacturer? No. Lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result):upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).